Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate his device. Upon inspection, a hole was identified in one of the cylinders along with associated fluid loss. Additionally, the pump remained flat, and the presence of air was noted. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).